Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press, often requiring multiple attempts to activate the screen. Although the customer declined to provide details on blood glucose levels, there was no adverse impact to their blood glucose level reported. Technical support instructed the customer to press the button correctly and assisted in removing the pump from its case to alleviate the issue, but the problem persisted. Consequently, a replacement pump was arranged, which was covered under warranty. The customer was advised to return the problematic pump using a pre-paid label, and instructions were given to put the pump into storage mode before returning it.